Manufacturer narrative:
The device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, the patient was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. In 2007, the patient experienced aneurysm growth. Follow-up imaging taken a month later and again two months following showed continued aneurysm growth without evidence of endoleaks. Next month, the physician performed a re-intervention, the device showed to have good proximal and distal seal. The physician opened the aneurysmal sac and found sarcoma, which was determined to be the cause of the aneurysm growth. The sarcoma was removed from the aneurysmal sac and the device was left in place.